Event description:
A pt was implanted with a nail and helical blade on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of the helical blade. The helical blade cut out and the femoral head collapsed. The nail was not removed and surgeon revised the pt with a longer helical blade.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.